Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that programming caused the unsatisfactory stimulation coverage.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported unsatisfactory stimulation coverage on (B)(6) 2015. The stimulation pattern was not giving the patient adequate pain relief. A clinical diagnosis of unsatisfactory analgesia was reported, and a device diagnosis was not applicable. The ins was reprogrammed on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. The event was related to the device or therapy (specifically due to programming) and unlikely related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that no contributing factors were identified.